Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient's cgm was reading 120 mgdl. No bg meter comparison value was provided. The patient was experiencing pain "all over her body" and was vomiting. The patient's father took the patient to the emergency room (ER). At the ER, the patient's cgm was reading 129 mgdl and the patient's bg meter was reading 800 mgdl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with insulin and was discharged home 3 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.